Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that an occlusion alarm occurred and that the insulin gauge was inaccurate and static. The customer's blood glucose level ranged from 102-103 mg/dl. Customer changed pump supplies to address the issues.